Event description:
It was reported that travel coarse error, motor error/check plunger error occurred. There was no patient involvement and no reported patient injury.

Manufacturer narrative:
Other text: a product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Bottom tamper seal was broken and the plunger seal was in tact. Top case left corner was slightly dented and scrape mark was observed on right side of bottom case. During error history log review travel reverse error - check clutch/plunger lever was found. Occlusion test was performed; however, the reported issue could not be duplicated. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue was found to be customer induced; check clutch / plunger error was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. Actions/repairs were done to correct the reported issue: replaced lead screw, clutch spring and both clutch halves as a preventative measure. Performed preventative maintenance, occlusion test and all functional tests which passed.